Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9/h3. The information included in d9/h3 was inadvertently omitted from the initial medwatch report. Attempts to retrieve additional information regarding the field service representative¿s visit are in progress. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it¿s likely the tube was unable to be connected because the tube was not pushed enough during connection. Force was applied toward incorrect direction after connection or foreign material or the like got caught between the connecting part. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection warning over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the reprocessing process. Before using this product, always check the following on the connecting tubes. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Make sure that four balls are in place (see figure 1), and that the bottom of the connector sticks out from the slide adapter section. (See figure 2). Note if the bottom of the connector does not stick out from the slide adapter section, the endoscope side connector cannot be connected with the instrument channel port of an endoscope (see figure 3). In such a case, pull the slide adapter section while holding the top of the endoscope side connector to stick out the bottom of the connector from the slide adapter section. (See figure 4)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced connector was not returned for evaluation, however, the field service engineer (fse) visited the user facility to inspect the connectors and the connection to endoscopes. No abnormalities were observed with the connectors and no deviations as to how the connectors were installed by the user onto endoscope. The fse also observed after a few cycles of running the automatic endoscope reprocessor (aer), the connectors were still connected to the basin of the aer but would detach from the endoscope side occasionally. The fse noted pulling on the connectors straight up did not cause detachment from the endoscope unless enough pulling force is used. Also, side to side motion would allow the connector to become detached from the scope. The investigation is ongoing; therefore, the cause of the reported event cannot be determined at this time. However, a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the connecting tube is disconnecting from the scope and was found during reprocessing. There was no patient involvement. No patient harm was reported. This report is related and linked to the following patient identifiers (B)(6).